Event description:
The customer reported the system displays a data connection error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned connect plugs. System operates as intended. (B) (4).